Event description:
A call placed to technical services on 08/12/2016 reported that this ra lead was implanted on (B)(6) 2008. It was reported that they noted loss of capture at check and >2500 ohms ra impedand, 1.1mv p wave, no capture at max output. The physician was dr. (B)(6) at (B)(6) in (B)(6), nc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).